Event description:
Customer reported she has had high blood glucose today. She also reported calibration errors. Customer's blood glucose was 465 mg/dl. Customer was advised not to calibrate when her blood glucose is high because the sensor cannot register that high. She was advised to turn the sensor feature off until her blood glucose is more stable. Customer has changed her infusion set multiple times. She stated it seems to take longer to prime than normal. Customer has not seen any bent cannulas when removing the infusion sets. Customer declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).